Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller pump. The device was evaluated upon receipt. A short by the chiller pump also lead to reported issue of the power board failing. The power board and faulty chiller pump were replaced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device showed errors on the screen immediately after startup and users could not enter the menu at all. Device could not be repaired by crs. Per sample evaluation results on (B)(6) 2024, it was reported that the arctic sun device short by the chiller pump also lead to reported issue of the power board failing.